Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported device malfunction and the product was not returned as the stent remains in the anatomy. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of death is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use, as a known patient effect of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effect and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that on (B)(6) 2014, the patient was hospitalized for chest pain. Coronary angiography showed 90% stenosis of the proximal left anterior descending (lad) coronary artery. A 3.5 x 28 mm xience xpedition stent was implanted in the proximal lad. The patient was discharged on (B)(6) 2014. On (B)(6) 2017, the patient died from coronary heart disease. No additional information was provided.